Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial unipolar lead impedance warning was triggered on the right atrial (ra) lead. The ra lead was reprogrammed to bipolar and remains in use. No patient complications have been reported as a result of this event.